Manufacturer narrative:
If device is returned, the manufacturer will assume destructive analysis can begin 10 days following issuance of this initial incident report, unless the national competent authority contacts the manufacturer within this time frame opposing a destructive analysis of the device.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter was advanced across the septum. The dilator/guidewire assembly was removed while aspirating. Once removed, air was observed in the guide. The air was aspirated, and the guide tip confirmed by echocardiography to be in free space in the left atrium. The stopcock was verified to be tight and closed, but air was observed in the guide again. The guide handle was removed from the stabilizer and placed below the heart and backflushed to remove air. As the guide was raised to replace in stabilizer, air was observed again. It was decided to remove the lift table and place the stabilizer directly on the patient table. The guide was placed in the stabilizer and in this lower position, air was not observed. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on available information and without the device to analyze, a cause of the leak/ splash could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na